Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 01-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hcp reported via a rep that the lead migrated up and lateral. It was no longer covering correct pain area. The cause was unknown. Programming and an x-ray were performed. The issue was not resolved. Surgery was planned.